Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10383. Related manufacturer reference number 1627487-2019-10386. It was reported that patient experienced stimulation lost. Reportedly, the ipg flipped in the pocket and the leads disconnected from the ipg header and wrapped around the ipg. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.